Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2025).

Event description:
It was reported that during a stent graft placement procedure for stenoses area of cephalic vein, the stent graft allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure for stenoses area of cephalic vein, the stent graft allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was returned for evaluation. A strut of the stent graft was found to have perforated the outer sheath proximal to the radiopaque marker band; the radiopaque markers of the stent graft protruded the distal end of the outer sheath. Based on the device sample returned, it is confirmed that the outer sheath of the delivery system was found perforated by a strut of the stent graft leading to the impossibility to deploy the stent any further. However, a definite root cause for the reported issue could not be determined. Labeling review: the relevant labeling was reviewed. The instruction for use states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding preparation of the device the instruction for use states: "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the instruction for use states: "prior to stent graft deployment (...), ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible endovascular system failure." Regarding accessories the instruction for use states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended." H10: d4 (expiry date: 07/2025), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3